Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. A manufacturing record evaluation was performed for the finished device [l347068] number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary:according to the information provided, it was reported that during the surgery of acl, the anchor was broken off, all the pieces were removed from patient. Only a part broken of the device was received. The anchor is broken near its distal end, confirming this complaint. There are tissue debris and blood along the piece. Visual observation of the broken failure indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. Since not more information about the event, we cannot discern a root cause for this failure. It is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed.  A manufacturing record evaluation was performed for the finished device [l347068] number, and no non-conformances were identified at this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [l347068] number, and no non-conformances were identified

Manufacturer narrative:
Product complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an acl procedure while using a 5x12 mm milagro interference screw, the anchor broke off, all the pieces were removed from patient. Another device was used to complete procedure. No surgical delay or patient consequences reported. No additional information was provided.